Manufacturer narrative:
A service report completed 21 october 2019 by a dmta field service engineer indicated that the device was operating within dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. Details concerning the patient are not known beyond the reported patient hematoma and following patient expiration. No defects or inconsistencies were noted with the device as manufactured. No fault was identified with the device during this investigation.

Event description:
Patient expiration following hematoma reported.